Event description:
It was reported by the rep that (1) tlc55 was used during a colectomy procedure. It was reported that the surgeon attempted to fire the linear cutter across the bowel and the instrument locked out before surgeon could engage the firing handle. The case was completed with another instrument and with no pt consequence.